Event description:
Additional information was received from the rep reporting that only programming was done when the rep was present. The ins pocket was too deep so the patient could not charge. During the revision in june the ins pocket was fixed and ins was replaced. Problem was solved and both the patient and physician were happy.

Manufacturer narrative:
D.6. A/b: only month and year are known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: sweden medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received the implant in (B)(6) 2024 but did not try to recharge the ins until (B)(6) 2024. The patient was not receiving any stimulation currently. It was unknown whether the ins could be connected to with the patient handset using the communicator. The patient received error code 4101 on the recharger application when trying to recharge the ins, indicating that open loop charging had timed out. Open loop charging did not bring the ins to the available state after 20 minutes. Additional information was received. The rep stated that they will do a xray or plan a surgery due to the pocket being too big for the ins. The patient was able to charge only once after the implant. The nurse could not charge the patient when they meet yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the pocket was too deep for the ins so the neurosurgeon did a revision. Now everything works as it should so case closed.